Manufacturer narrative:
H2, correction: no other reports will be submitted. Further information regarding this issue can be found in regulatory report # 172 3170-2024-02512. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a pending surgical procedure. It was reported that during a procedure, the passive probe was intermittently tracking. The site swapped probes multiple times with no effect. The date of issue occurrence was pending. The delay was pending. There was no impact on patient outcome. No further information was available at the time of the call. Additional information was received. It was reported that the issue was due to a bent probe. A work order was completed for the same issue on another navigation system and noted, "two probes were bent and need to be thrown away." No further actionable items are needed, and the instrument will be replaced via customer service.

Manufacturer narrative:
H3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.